Event description:
It was reported the patient had scar tissue around the previous implant site. The patient had tenderness at the site of original implant. The principal investigator (pi) felt this was due to scar tissue and possible fluid development. It was noted the pi planned to remove any scar tissue/fluid from the original implant site on 2014 (B)(6). The event was reported to be ongoing. A follow up report will be sent if additional information is received.

Event description:
Additional information reported the event resolved without sequelae.

Manufacturer narrative:
Product ID 3889-28 lot# v598062, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).